Manufacturer narrative:
(B) (4) - this event concerns a device that was manufactured and used outside the united sates. In response to the warning letter that the united states food and drug administration issued to ela medical (dated (B) (4), 2009), (B) (4) (formerly ela medical) is filing this MDR at this time. Conclusion: the absence of output and telemetry observed on the returned unit resulted from damages of the protective components (including the protective diodes), which induced an overconsumption. These damages most likely resulted from the external defibrillation shock. The symphony dr 2550 devices are implantable cardiac pacemakers, intended to treat bradycardia; they are not intended to treat arrhythmias, such as a ventricular fibrillation.

Event description:
After an external defibrillation/cardioversion shock was delivered, the implanted pacemaker could not be interrogated; in addition, no magnet response was observed. Doo or voo pacing was observed on the external surface ECG. Therefore, the device was explanted.